Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but required a recapture since the release criteria were not met. Upon recapture, it was noted that the was kinked. A new was was used to successfully complete the procedure. There were no patient complications.